Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned, the phenomenon was not duplicated during device evaluation. Therefore, the root cause of the phenomenon could not be identified. It is likely that the foreign material could not be removed during precleaning of the scope and has adhered to the inside of the top cover after cleaning. The phenomenon could be prevented by following the instructions for use, which state: "4.3 endoscope precleaning and manual cleaning when using this equipment for reprocessing endoscopes, it is necessary to first clean the endoscopes beforehand. Immediately after each patient examination, follow the cleaning, disinfection, and sterilization procedures described in the ¿instruction manual¿ of the endoscope to perform at least the processes from precleaning to manual cleaning that involves cleaning the outer surfaces of the endoscope, brushing the area around the forceps and the suction channel, and cleaning the valves." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, after cleaning a scope with the endoscope reprocessor, the facility staff confirmed that a viscous translucent foreign matter had adhered to the inside of the top cover. It was noted, it was unknown whether scopes washed with the washing machine were used on patients. There was no harm or user injury reported due to the event. Additional information has been requested regarding the scope involved in this event. If additional information becomes available, a supplemental report will be filled, and additional reports will be created as needed.

Manufacturer narrative:
This report is being supplemented to provide correction and additional information received. Six scopes that may have been cleaned by the oer-5 were identified and product information was provided: patient identified (B)(6) (serial number: (B)(4), model number: cyf-vha), patient identified (B)(6) (serial number: (B)(4), model number: cyf-vha), patient identified (B)(6) (serial number: (B)(4), model number: cyf-vha), patient identified (B)(6) (serial number: (B)(4), model number: cyf-vha), patient identified (B)(6) (serial number: (B)(4), model number: cyf-vha), patient identified (B)(6) (serial number: (B)(4), model number: cyf-vha). The event is under investigation. A supplemental report will be submitted upon receiving additional information.